Event description:
It was reported when a patient presented remotely via merlin.net transmission, high voltage lead impedance was noted on the rv lead. This is the second lead connected to the same device to see high impedance measurements, the physician suspected that the device may be related with the impedance anomaly. As such, the device was explanted and replaced without any consequence to the patient. Additional information was requested but has not been received.

Manufacturer narrative:
The reported event of high hv impedance measurements was confirmed in the laboratory via review of the device image. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The device was explanted on (B)(6) 2018.

Event description:
New information received states that the device was explanted on (B)(6) 2018. The patient was stable before, during and after the procedure.